Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was not feeling the flutter like they normally did, and they had experienced a return of bladder symptoms for ¿like a week¿. The patient noted that they couldn¿t remember what their representative told them to do to use the programmer, so they were calling for assistance. Syncing with the programmer showed stimulation was on at 0.7v on program 1. It was reported that they increased to 4.7 and might feel stim a little bit, then they increased to 5.0 where the upper limit was reached. It was reviewed that this was a big therapy change, and the patient could consider decreasing for a smaller change. The patient reported no falls or trauma related to the issue but noted they did have a left leg x-ray. The patient stated it was not near the ins, and they did not confirm if the x-ray was in the week before the report when asked. The patient was redirected to their healthcare provider and noted an appointment for (B)(6) 2018. No further complications were reported.